Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had vibration and the craniotome tip was damaged. The assignable root cause was determined to be due to improper maintenance. (B)(4) .

Event description:
It was reported that the craniotome device had loose bearings. During an in-house engineering evaluation, it was determined that the device had damaged components, vibration, corrosion/rusting/pitting and neuro-tip bent/damaged. It was further determined that the device failed pretest for vibration and visual assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.